Event description:
It was reported that the patient presented in the ER for inappropriate therapy. Programming changes were recommended. No further information was available.

Manufacturer narrative:
(B)(4).